Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and dehydration, with a blood glucose reading of 730 mg/dl. The customer experienced vomiting and excessive thirst as well. The customer needed assistance programming the insulin pump, but she didn't have all her settings with her. The customer also requested add'l training. Advised that a requested would be submitted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.